Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified a field service engineer (fse) visited onsite and found system was restarting and not booting up. After reviewing log file lab stopped responding issue was found by fse. To resolve the issue, fse reinstalled the software. After reinstalled the software, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was restarting and not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.